Event description:
Revision surgery due to neck dissociating from the implant. Also, the liner would not lock into the cup, when the surgeon tried to replace it with a new one.

Manufacturer narrative:
Date of implant, device catalog number, and lot number are unk. Device is not being returned add'l info will be supplied if it becomes available.